Event description:
It was reported patient underwent a meniscal repair procedure on (B)(6) 2014. During the procedure, the needle bent and would not deploy. Another maxfire suture anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.'